Event description:
It was reported that a tandem mobi cartridge alarm occurred during the loading process. There was no adverse impact to the customer's blood glucose level. The customer successfully replaced the original cartridge with a new one and resumed insulin therapy, resolving the issue.